Manufacturer narrative:
(B)(4). This is a report of use error, where the patient connected incorrectly to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient performed the initial connection incorrectly for peritoneal dialysis therapy. The technical services representative assisted the patient to disconnect and end therapy. There was no patient injury or medical intervention reported. No additional information is available.